Manufacturer narrative:
The device was returned for investigation. The smiths label is intact, and the device is in good condition, scratched screen. The event log was not provided. A functional test was performed, and the reported failure was replicated. The root cause of the event can be attributed to a faulty downstream occlusion sensor. The downstream occlusion sensor will be replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device double beeps with no cassette during testing. No patient injury was reported.